Manufacturer narrative:
(B)(4).

Event description:
It was reported a component was left in the patient and surgery time was extended past 30 minutes.

Manufacturer narrative:
Additional x-rays were provided and our investigation results have been updated. Please see attached. (B)(4).